Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3 & h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed and determined the following cause: the light guide bundle of the video cable section is broken and therefore the light transmission is lost or too low. In addition, the reportable malfunction was identified during the device evaluation:charged coupled device is broken and therefore strips in image occur. The most probable cause of the additional malfunction is caused linked to device but unable to trace more specifically. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted for correction to b5. Olympus will continue to monitor field performance for this device.

Event description:
It was additionally reported that the procedure was a laparoscopic video cholecystectomy and was delayed about forty minutes due to lack of a backup device. The procedure was completed with a similar device.

Event description:
It was reported that during an unspecified diagnostic procedure, the subject device experienced a dimmed screen, the video signal was not transmitted to the screen. This resulted in a procedural delay of greater than 30 minutes, while patient was under sedation. There were no reports of patient harm.

Manufacturer narrative:
The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.